Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she did not receive insulin from 12 pm to 5 pm. She removed the infusion set and tried to change it but the motor made a grinding noise and the insulin pump would not rewind. Blood glucose value was 350 mg/dl; current reading was 184 mg/dl. Customer stated she did not forget to fill the cannula dead space after removing the introducer needle and did not program another prime after reconnecting and disconnecting instead of doing a prime into the air. Device was not exposed to a magnetic field. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump had a loud motor noise during the rewind due to a faulty motor. No cosmetic damage was noted.